Event description:
It was reported by the customer through the emergency support program (esp) that during use on patient, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, (B)(6) an ICU nurse, called requesting assistance with a recent gas loss alarm. She reported that the gas loss alarm had alarmed a few times, and she had troubleshot the alarm by pressing the start button. She reported the patient was on a ventilator with a peep of 5, having to be suctioned frequently, a heart rhythm of atrial fibrillation, and a heart rate of 110s. This was reported under the ref. Number: (B)(4). At 1:02am: (B)(6), a charge nurse, called and stated she had just came on shift and noticed the iabp had been alarming and she stepped in to help assist the primary nurse, (B)(6). She noted the iabp was alarming gas loss, gas gain, and augmentation set below alarm limit. She had troubleshot those alarms by pressing the start button and decreasing the augmentation alarm limit. She verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. At 1:54am: (B)(6) called and stated the gas loss alarm had gone off approximately 10 times in the last hour despite pressing the iab fill key. Esp personnel recommended switching to another iabp. 2:00am: (B)(6) called and stated the second pump was now providing an autofill failure alarm. She ensured the helium tank was fully open and denied any visible restrictions. She reported the helium tubing was connected appropriately and in the proper location. Esp personnel recommended obtaining another cardiosave and stayed on the phone for the switch. (B)(6) and team members switched out the pumps successfully which resolved the alarms. No patient harm or injury reported. 7:30am: esp personnel followed up with (B)(6) and she said she had no further alarms for the rest of her shift. This report is about the second pump.